Event description:
It was reported the patient experienced a return of their pre-implant pain with stimulation having moved to non-target pain areas. The physician assessed the presence of high impedance readings on the lead to be the cause of the reported stimulation issues. Attempts to reprogram the device were unsuccessful. The patient underwent a revision procedure where the lead was replaced and did well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred approximately (B)(6) 2022.

Manufacturer narrative:
Microscopic and x-ray inspection of the returned lead revealed multiple cables were completely broken two centimeters from the set screw mark at the bent/kinked location of the lead. There were no exposed cables at the fracture location, but it appears the lead was exposed to excessive mechanical force or movement. The observed damage is the result of the lead getting kinked after it exits the clik x anchor.

Event description:
It was reported the patient experienced a return of their pre-implant pain with stimulation having moved to non-target pain areas. The physician assessed the presence of high impedance readings on the lead to be the cause of the reported stimulation issues. Attempts to reprogram the device were unsuccessful. The patient underwent a revision procedure where the lead was replaced and did well postoperatively.